Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 53 mg/dl. The user was on their way to a scheduled doctor appointment when they lost consciousness while parked in the parking lot. The user was transported within the hospital facility to the emergency department, treated with IV fluids and oral carbohydrates, and discharged the same day in stable condition.

Manufacturer narrative:
The user experienced a low blood glucose event while in a hospital parking area and was taken by facility personnel to the emergency department, where treatment included IV fluids and oral carbohydrates. No device malfunction has been identified based on available information. The device has not been returned for evaluation, and a follow-up report will be submitted when the investigation is completed.